Event description:
On (B)(6) 2012, patient reported she has experienced hypoglycemia each night since she started a new infusion device 1 week ago, and she is concerned there is "something wrong." On (B)(6) 2012 between 4:00-8:00 a.m., patient was awakened by paramedics while laying in bed. Her husband became concerned when she did not answer his calls, and he contacted the paramedic. She does not know what her blood glucose was and believes she was treated with a glucagon injection. She also received an IV and was not transported to the hospital. She tested her blood glucose before bed on (B)(6) 2012 and it was "fine." She confirmed the basal rate programmed on her current infusion device is the same as her previous. She has not bloused during the day since the paramedics came on (B)(6) 2012. Her eating habits had changed with the holidays, and no further issues were noted during troubleshooting. She reported she would switch to her previous infusion device and contact her healthcare professional to see if the basal rates need to be adjusted. She stated no follow-up call was necessary. Three attempts were made to gather additional information, but these were not successful. No product will be returned for evaluation.